Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 18gx1.25in straight bc leaked at luer connection. It was reported by customer that the blood leaking past the hub of the catheter. Blood leaking past the hub of the catheter.

Event description:
Material # 386865 batch # 4198480. It was reported by customer that the blood leaking past the hub of the catheter. Blood leaking past the hub of the catheter. Customer response on (B)(6) 2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? I believe the first date that leaking was reported to me was 02-07-2025. 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. No patient harm or injury occurred. 3. Any sample available for investigation? If yes, are you able to provide the address of the facility for us to ship the return label? All packaging was disposed of following notification of bd representatives.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.